Manufacturer narrative:
The primary complaint that the platform displayed a message to readjust the lifeband was confirmed. User advisory (ua) 45 (not at "home" position after power-on/restart) and ua 12 (lifeband® not present ) were observed upon powering on the platform. To resolve the issue, the shaft was rotated to the home position and the belt switch assembly was readjusted. The autopulse platform is a reusable device and was manufactured on 28 december 2007. Therefore, this type issue is characteristic of normal wear and tear for the life of the device. Unrelated to the reported complaint, damage to the bottom enclosure and battery latch were observed during visual inspection. Additionally, the archive data could not be retrieved due to a faulty processor board. Supplementary repair was completed (unrelated to the reported complaint) to ensure that the platform is functional without issue and remains current. The belt clip retainer and processor board were replaced and the power distribution board were updated. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse drive shaft is not at its home position when the platform was powered on. This user advisory will persist until the drive shaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the drive shaft to its home position. Ua 12 can occur when the belt clip is not detected in the spool shaft. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with (B)(4).

Event description:
During a shift check, it was reported that the autopulse platform (B)(4) displayed a message to readjust the lifeband. According to the reporter, there was no user advisory error code displayed. There was no patient involvement.